Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The subject device has been received and is currently in the evaluation process. A device history record review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: nov 23, 2015. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to treat a proximal humeral fracture on (B)(6) 2017, as the surgeon was drilling, the drill bit broke. A drill bit fragment, approximately two (2) centimeters long, was retained in the patient¿s bone. The surgeon opted not to retrieve the fragment because it was determined that it would be difficult to remove without causing patient harm. There was a surgical delay of 10 minutes due to the reported event. The patient outcome was good. Additional medical intervention was not required during the surgery; however, it was reported that medical intervention will be required in the future to address the retained drill bit fragment. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing evaluation has been completed. As received condition of device: the product was returned in a bag. The part was broken at the end of the flute. The hardness of the drill bit was measured near the breakage with the result that it meets the specifications. As relevant dimension for the complaint condition the outer diameter of the drill shaft was identified and measured near the breakage with the result, that it meets the specification. In addition, the raw material certificates were checked. It was found that all used raw material fulfilled the specifications. Based on this, the complaint is rated as confirmed since the drill bit is broken as claimed by the customer. Since all product features and dimensions relevant for the complaint were checked and no manufacturing related failure or irregularity was found, the complaint is rated ¿not valid¿ from the point of view of the manufacturing site. Root cause for this breakage could not be defined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.